Event description:
According to the rptr: the staples remained jammed in the sulu or are not closing. It was necessary to resect the tissues to complete the procedure.

Manufacturer narrative:
Initial report sent to FDA on 02/16/2009.